Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17306. It was reported that the scs system was unable to set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads were repositioned. The issue was resolved.